Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional nvro-27 device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The annular dimension of the native valve was 26.1mm. There was calcium remarkably scattered in the arch region so they decided to use a non-abbott stiff wire. After the wire was placed in the left ventricle (lv), the valve was started to deploy using the delivery system. During second deployment, the mitral regurgitation (mr) was aggravated, and vitals worsened with blood pressure (bp) 60-40. The navitor was not released or deployed and the valve was removed from the patient anatomy with the delivery system and discarded. A new 27mm navitor vision was used as a replacement and it was successfully implanted using a new large flexnav delivery system. The final implant depth was 4mm, but the mr and vitals got worsened again (bp40/20) and a percutaneous cardiopulmonary support (pcps) and an extracorporeal membrane oxygenation (ECMO) were inserted. After the implantation of the second navitor valve, moderate or more perivalvular leak occurred and a post balloon aortic valvuloplasty (bav) was preformed with a 22mm non-abbott balloon. The patient left the operating room with intubation. The patient's condition was unstable due to instabilities in bp. There was some delay in the procedure.

Manufacturer narrative:
An event of the paravalvular leak was reported. Information from the field indicated that there was calcium remarkably scattered in the arch region. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. The calcium remarkably scattered in the arch region could have contributed to the paravalvular leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 health effect - impact code: code 4624 was removed. H6 medical device problem codes: code 4068 was removed.